Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex mr balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the device. There was contrast in the inflation lumen. At 67mm from the tip of the device, the guidewire lumen was buckled with a hole for a length of 1mm. The balloon was tightly folded, and contrast was present in the balloon folds. Product analysis confirmed the reported rupture, as a hole was present in the guidewire lumen buckle.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 40mm apex ballloon catheter was selected for use. However, the balloon ruptured during preparation. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 40mm apex ballloon catheter was selected for use. However, the balloon ruptured during preparation. The procedure was completed with a different device. There were no patient complications reported.